Event description:
(B)(4) - during acdf procedure, surgeon was trying to remove screw and the tip of the screw driver broke. Surgical delay of 20 minutes.

Manufacturer narrative:
Manufacturing site eval: